Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving enterprise 5000x bed. According to the customer allegation the bed moved unintended and all lights were flashing. No patient involvement and no injuries were reported. Attempts were made to reset the bed, but without success. The bed was seized. The device was inspected by an arjo representative. The bed was not functioning. The faulty patient handset was replaced and the test function was carried out.

Manufacturer narrative:
Following information provided, the bed moved unintentionally and all lights were flashing. Resetting the bed did not solve the issue. No injury was reported. Service engineer did not observe the unintended movement, however the bed was not functioning. The engineer found a faulty patient handset. There were no signs of physical damage reported. The review of complaints and device inspection results indicates that the patient handset failure found during inspection might have led to the unexpected bed movement. The main factor that could lead to the button failure might be related to the normal wear and tear of this component or damage from impact. However, based on the information gathered, these hypotheses were not confirmed. The enterprise 5000x (e5x) instruction for use (IFU 746-577-en_17) contains following information: "check patient handset and cable." - this action is to be performed weekly by a caregiver. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help prevent accidents." To sum up, arjo device failed to meet its performance specification since the bed moved unintentionally. There was no indication that the bed was used by a patient during the incident. This complaint was assessed as reportable due to allegation of unintended bed movement.